Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the procedure, a type 1a endoleak was discovered. Ballooning was performed and a non-endologix stent was implanted. The endoleak was reduced but not completely resolved. A very small leak was still noted post procedure. Reportedly, the patient was doing well and will be monitored. The physician will reevaluate in 90 day. No additional event or patient information was provided.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The type ia endoleak and placement of a non endologix stent was confirmed. However, the physician reported that at the 90 CT the type ia endoleak had resolved. The reported event is most likely device related. Procedure related harms could not be detected. The final patient disposition was reported to be doing well on surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Conclusion codes - 11 removed, correction. Device code - removed 1354, correction.

Event description:
Subsequent to the initial report, the physician reported that the 90 day follow-up identified that the endoleak had resolved. No intervention needed at this time.